Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
59yom history of acute on chronic heart failure/ cardiomyopathy. Presented with decompensated hf/ stabilized with iabp placement patient was escalated to impella 5.5/ lvad-tx evaluation initiated on 9/10 csc call- ps sensor drift reading high (165/131 vs cuff 97/65), no change in level of support. On 9/20 csc call - ps not reliable, no change in level of support. On 10/10 sterile sleeve rip, otherwise no change in support. On (B)(6) patient underwent successful transplant with explant of 5.5 patient was adequately supported to transplant with no noted adverse events. During impella 5.5 support, placement signal drift and alarms were noted. Patient support continued without issue until the patient received a heart transplant. There were no adverse events.